Event description:
The account reported right head side rail is not latching. The bed was located in the warehouse at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the right head side rail release arm is bent causing the side rail not to latch. The technician straightened the right head side rail release arm to resolve the issue. Based on this information, no further action is required.